Manufacturer narrative:
It is reported the facility discarded the plates and screws, therefore no product evaluation is able to be conducted. The device history records are unable to be reviewed as the lot number is unknown, therefore manufacture date is unknown. Based on the information provided the most likely root cause is the patient was non-compliant with post operative instructions. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The part and lot numbers of the explanted screws are unknown. . Report two of two for the same event, see also 0001032347-2015-00445.

Event description:
The sales associate reported the patient did not follow the sternal precautions post operatively; the patient lifted something which caused a tear in the costochondral cartilage between the sternum and the rib. He reported the patient did not have a sternal dehiscence and the plates did not fail. The tear resulted in the doctor performing a chest flap to repair the damage and removing the plates and screws. (Qty 2 plates)